Event description:
While using the laser, the laser beam was a bright flash noted by the ophthalmologist performing the procedure and the nurse observing in the observation tube. Two to three flashes were noted. At this time the beam remained bright. Both physician and nurse put on glasses to finish the procedure. Following the procedure the laser biomedical tech, contacted the MFR. This report is filed because there is a potential for others to sustain on ocular injury from the filter failure.